Manufacturer narrative:
(B)(4): the customer reported the device failed to discharge. No pt impact was reported. Philips assisted the customer in localizing this issue to a failed battery. A replacement battery was ordered to resolve this issue.

Event description:
The customer reported the device failed to discharge. No pt impact was reported.